Event description:
It is reported that device interrogation revealed bi-v pacing inhibition due to oversensing on the ventricular channel. The physician elected to cap and replace the pace/sense portion of the lead. A new lead could not be implanted due to a problem with the vein. The physician used a previously capped pace/sense lead instead. The defib portion of the chronic lead remained active. Dfts were successful afterward. The patient condition was good after the event.